Manufacturer narrative:
The complaint can be verified. E7 electronic errors were found in the history. It is not possible to further operate the pump due to a defective force sensor; therefore, the pump correctly triggered the e7 error messages. The display was visually inspected and successfully tested, and nothing unusual was found.

Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained it will be provided in the supplemental report.

Event description:
Patient reported the infusion device displayed an e7 electronic error and the display segments/pixels are defective where the insulin delivery amount is shown. The infusion device was replaced and requested for evaluation. No physiological effects were reported, and he did not require treatment from a healthcare professional or second party to address the issue.